Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 the patient reported excessive sweating and nausea. The pump was reprogrammed where the fentanyl was decreased on (B)(6) 2020. Vistaril was administered on (b)((6) 2020. The clinical diagnosis was acute withdrawals. No further complications were reported.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the empty reservoir alarm was documented in the pump logs. It was noted that the cause was it was "past the alarm date." No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on 2020-apr-15 regarding a patient receiving fentanyl (2000mcg/ml at 1112.0362mcg/day), bupivacaine (7.9mg/ml at 4.39254mg/day), and hydromorphone (2.2mg/ml at 1.22324mg/day) via an implanted infusion pump. It was reported that at a refill on (B)(6) 2020 approximately 0.2ml of solution were aspirated and discarded per clinic protocol. Upon interrogation, the reservoir was 0ml. The patient had active withdrawals that started on (B)(6) 2020 and was prescribed vistaril. It was noted that the withdrawal symptoms were from "under infusion." The pump underinfusion resolved without sequelae on (B)(6) 2020 and the withdrawal symptoms were ongoing. The etiology indicated the event was related to the device/therapy, was not related to the implant procedure, and was related to the drug. No further complications were reported or anticipated.

Manufacturer narrative:
The previously reported device information does not apply to this event. If information is provided in the future, a supplemental report will be issued.